Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's family member stated that the patient "passed away in the hospital" and thought that the cardiac resynchronization therapy defibrillator (crt-d) should have shocked the patient if their heart rate slowed down. The patient is deceased.